Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there was a "green plastic particle on the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received a sample and photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. A small green piece of fm was observed on the needle. Additionally, the customer samples along with fifteen (15) retention samples from bd inventory, were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode.